Manufacturer narrative:
Investigation summary: customer returned a photo of a 1ml, 13mm, 29g bd safetyglide insulin syringe with a blister pack from lot # 8266729. Customer states that the stopper is distorted. The photo was examined and exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch# 8266729. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure root cause description: as per investigation completed by manufacturing under investigation child (B)(4), "on (B)(6) 2019, holdrege received photo complaint for catalog 305930, batch 8266729. Process: the 1ml sub-assembly and syringe assembly machine combined, assembles the 1ml syringe components (barrel, stopper, plunger, shield and needle assembly) to produce a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. A final eject station will eject the syringe if a component is not present. A visual evaluation of the photo was performed: (1) syringe with a wrinkled stopper inside the barrel. Investigation: l2l dispatch # 42706 was created on 23 oct 2018 for missing stopper. Root cause: photo eye was out of adjustment out of adjustment. Corrective action: adjusted the photo eye there were no quality notifications during the production of this batch that pertained to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. "

Event description:
It was reported that a damaged stopper was found with a syringe 1.0ml 29ga 1/2in bls 400 (B)(4). The following information was provided by the initial reporter, "the stopper distorted."